Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not available for evaluation. The probable cause of the event could not be confirmed from the information available and without device evaluation. The most likely probable cause of the failure was identified to be use error. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per (B)(4).

Event description:
On 12/18/2023, it was reported by an arthrex subsidiary employee via email that an ar-4500 meniscal cinch second anchor pulled out. The case was completed successfully with another ar-4500 meniscal cinch. This was discovered during a meniscal repair procedure on (B)(6) 2021. Additional information received on 12/22/2023: after the second anchor pulled out, the first anchor was removed. Nothing broke inside the patient and the case was delayed ten minutes.